Manufacturer narrative:
(B)(4). Date sent: 11/20/2017. D4: batch # p91d7t. Device analysis: the analysis results found that 5dsg device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Event day and year: (B)(6) 2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that, cut mark in the package. There were no patient consequences.